Event description:
It was reported that the coating of the guidewire (subject device) scrapped off. No further information available.

Manufacturer narrative:
D9 - product available to stryker - updated d9 - returned to manufacturer on - updated h3 - device evaluated by mfg ¿ updated there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the distal 4cm of the guidewire was fractured and stretched. There was stretching to the platinum wire and kinking to the core wire. There were some blood/procedural fluids noted on the guidewire in several locations near the distal fracture point. There was no damage noted to the poly tetra fluoro ethylene (ptfe) coating. A functional test was not performed as the distal end of the guidewire had been fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of ¿guidewire ptfe coating peeling¿ was not confirmed during the device analysis. The guidewire was found to be fractured and stretched. The device failed to meet specification when returned based on the analysed anomalies. It was reported that the coating scraped off from guidewire. No additional information was received. The device was returned and there were no anomalies noted to the ptfe coating, therefore the reported event was not confirmed. An assignable cause of not confirmed will be assigned to the reported event of ¿guidewire ptfe coating peeling¿. The distal end of the guidewire was noted to be stretched and fractured which indicates force was applied to the device during use. It is likely that there were anatomical and/or procedural factors present during the clinical procedure which may have caused difficulties during use and the subsequent stretch and fracture to the distal tip of the guidewire. Based on review of all available information an assignable cause of procedural factors will be assigned to the analyzed event of ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire distal tip stretched¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the coating of the guidewire (subject device) scrapped off. No further information available.